Manufacturer narrative:
One device was returned for analysis. The downstream occlusion (dso) seal was contaminated. The dso seal was replaced. Review of the event history log (ehl) was not performed due to error code 1260 that was displayed on the pump. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the microprocessor unit board. As a result, the microprocessor board was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 1260. The event occurred during testing. There was no patient involvement, no patient injury was reported.